Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified solution. An unspecified tubing set that was connected to a power injector was connected to the distal clave port on the primary tubing set and was being used to deliver an unspecified contrast media. The customer contact reported that the staff noted the contrast would not flow into the clave port while attempting to inject. The primary tubing set was replaced and the diagnostic procedure was resumed. The customer contact noted that when the unspecified tubing set was disconnected from the clave port on the primary tubing set, the clave port remained in the depressed position. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.